Event description:
Additional information received reported the patient fell of an 8 foot scaffold and the therapy had never felt the same. The paresthesia was in all of the correct places of anatomy. No reprogramming was performed as all desired areas of pain were covered with paresthesia. An x-ray confirmed good lead placement and integrity of connections. Impedance testing found the impedances were within the normal range. The patient was not receiving effective therapy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that there were stimulation/therapy issues and a loss of stimulation/therapeutic effect. The loss of stimulation/ therapeutic effect was sudden. The patient fell six months after implant. They noted therapy had never been the same and that it caused a discomfort in the form of paresthesia in lower extremities even when the system was off. The patient status at the time of the report was alive, no injury. The patient symptom or a complication associated with the event was less than 50 percent therapy relief at the lead location. Actions were not yet taken but were planned for april 7, x-rays, impedance test, and reprogramming. No diagnostic testing or troubleshooting was performed but would be in the future. If there was a product issue, the issue was not resolved and the cause was not determined. It was then reported the patient was scheduled to be seen at the healthcare provider (hcp) office on april 16. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).